Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reported blurry vision near and far. The iol was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by a facility representative, that following the initial procedure, the patient was hyperopic. There was no patient harm. The event is not completely resolved; improved, but still healing. Vision should continue to improve. There is scar tissue present.